Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a wedge resection, prior to the 1st firing, when they connected the cartridge to the device and opening and closing check was done, the surgeon approached the device to the lung. The surgeon felt that it was thicker than usual. The surgeon approached the lung and squeezed the handle, and attempted to close the jaws, it felt a bit stiff and the surgeon was afraid that the device will be damaged if they went on squeezing, the tissue was thick and the jaws of the device could not be closed. It was replaced with a new handle, after they connected the cartridge, the device fired with no problem. The surgical time was extended by less than 30 min. There was no patient harm.